Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression, test strip and cal bar insertion. Black spots were observed. Dsplght-2 was created to address this issue. Blank screen was not observed. Therefore, issue is not confirmed. The useful life of freestyle optium xceed meter is 5 years. As the manufacturing date of this product is 2010, it has been in distribution beyond its useful life as of the case awareness date of 12 dec 2023. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.